Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument tip did not follow commands. When instructed to move upward, the instrument moved downward, and vice versa. The instrument was removed and re-seated, however continued to operate in the opposite direction. The procedure was completed without any reported patient injury.

Manufacturer narrative:
The instrument was found to have a loose pitch cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information. The prograsp forceps instrument tips had opposite movement. The reported issue occurred during dissection with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The instrument did not move in the intended direction. The instrument tip moved in the opposite direction and and the timing was appropriate. The issue was persistent. There was no patient injury and the issue was resolved by replacing the instrument.

Event description:
Refer to h11 for follow-up information.